Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the implant procedure, the surgeon connected the pump to the apical cuff and noted that the pump did not stay in its initial position and easily rotated without any touch. The surgeon found that the pump easily rotated without any resistance and moved whenever the left ventricle contracted. The surgeon was concerned that there was a mechanical issue that might cause potential problems, so a new pump was used.

Event description:
The pump had not been connected to an apical cuff when priming the pump, and the issue of the pump rotating was noticed the first time it was connected to an apical cuff. There was no difficulty engaging the apical cuff, and no tools were used to close the lock.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the cuff lock that could have contributed to the report of the pump rotating easily when connected to the apical cuff observed through the account¿s submitted video. (B)(6) was returned assembled with the cuff lock disengaged. The apical cuff was not returned with the device. Visual examination of the cuff lock revealed that the latch arm was bent inward, so that it was in direct contact with the main body of the lock. Tool marks were also observed on the cuff lock, latch arm and the side of the pump which appeared consistent with the report of a surgical tool being used to disengaged the cuff lock during the implant procedure. The cuff lock was overlaid on a 1:1 scale drawing that confirmed that only the latch arm was deformed. The pump was reassembled, and engagement testing was performed using a test apical cuff. This testing revealed that the bent arm made it more difficult to fully engage the cuff lock as the locking pin was visibly not in the keyhole of the cuff lock cover. This made it easy to remove the cuff lock by hand, without any assistance from the unlock tool. This also allowed for the cuff lock to be positioned so the anti-rotation features did not meet, resulting in the apical cuff rotating easily within the lock. When the cuff lock was forcibly engaged and held in place, the apical cuff rotated with an appropriate amount of resistance. Although this evaluation could not conclusively determine when or how the latch became bent out of specification, the observed damage could have contributed to report of the pump rotating easily when attached to the apical cuff. Following inspection, the device was functionally tested. The pump was connected to and operated on a heartmate 3 functional tester. The retrieved data showed normal pump power consumption and flow estimation that was within manufacturing specification. The pump operated as intended. This evaluation could not conclusively determine when or how the latch became bent out of specification. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent latch and locking arms, found no deviations in manufacturing or quality assurance specifications. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The pump was operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 lvas surgical hand tools IFU also provides information on how to properly disengage the slide lock mechanism from the apical cuff. The IFU instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, the IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. No further information was provided. The manufacturer is closing the file on this event.